Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer's blood glucose level. The customer reported that the button still required multiple presses, but they declined the offer for a pump replacement and decided to clean the inside of the case and around the button area.